Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the elevated results. The fse initially decontaminated the substrate and wash system with bleach; however, as a precaution replaced the substrate syringe and substrate pump due to the biological contamination. Fse could not determine the cause of the reported event. Fse also validated the analyzer by successfully performing quality control (qc) and precision runs within acceptable ranges. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month lot review for progesterone lot number: d71c387 and estradiol (e2) lot number: d712901 from the date of 05feb2023 through the aware date 05mar2024 was performed for similar complaints. There were no similar complaints identified during the search period including this case. The st prog iii test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack st aia-prog iii rev-025240-1119 9 progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. The st e2 test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results for estradiol (e2) and progesterone (prog iii) could not be established.

Event description:
A customer reported ¿discrepant patient sample results for progesterone (prog iii) and estradiol (e2)¿ on the aia-900 analyzer. The customer stated the patient result for prog iii using the aia-900 analyzer was 1.03 ng/ml and was not correlating with the roche¿s analyzer result of 0.3 ng/ml; customer did not provide the expected result value. Patient¿s e2 result on the aia-900 analyzer was 101.5 pg/ml, compared to roche¿s analyzer result was less than 5.0 pg/ml, which was undetectable. The customer stated the patient result with the aia-900 analyzer was higher than expected for e2, as the physician was running a baseline for the patient who is under fertility treatment; the expected result was less than 50 pg/ml. No patient sample was available for further investigation in the tosoh qa lab. The quality controls (qc) were within ranges before running e2 and prog iii samples. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.